Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm on the system controller was confirmed via the submitted and downloaded log files. The submitted log files, and the downloaded log file from the returned controller all contained data spanning 10 days. The log files contained low voltage hazard alarms while connected to the mobile power unit due to the rsoc voltage in the black and white power cable simultaneously dropping to 0 volts while the bus voltages remained at the expected 14v. The alarms cleared once the rsoc voltage in both cables were restored to their expected thresholds. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active related to the mpu. The mobile power unit ((B)(6) ) was not returned for analysis. Provided information stated that the power cord on the mpu had a solid connection to the wall outlet when the alarms were occurring. It was suggested to have the patient use another outlet within the room or house to plug the mpu in due to an issue with the initial outlet. The root cause for the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 IFU under section 3 ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, including how to use the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Heartmate 3 patient handbook and heartmate 3 IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 28apr2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low voltage alarms while connected to the mpu. Upon review of the patient's log files technical services noted odd low power hazard events on (B)(6) 2021 this appears to be an issue with the mpu or patient cable. The patient continued to have low voltage advisories when securely attached to the mpu. Upon review of the log file there were low power advisories while attached to the mpu which quickly resolved. The patient also had three new batteries which tested red on the charger. The vad coordinator believes that this is a power issue. When the batteries were placed in the universal battery charger there was a red light indicator with alert b001. The patient continues to have low voltage alarms while attached to the mpu. The patient's mpu has been replaced twice and has had a new transformer at home with a full electrical inspection. Upon review of the log files technical services observed low voltages along with power cable disconnects from both leads of the mpu. There was also one low flow advisory seen on the log file. In order to troubleshoot, the patient's controller (hsc-089510) and modular cable (7575218) were replaced. Related manufacturer reference number: 2916596-2021-00449 and 2916596-2021-00464 and 2946596-2021-00130.